Event description:
A healthcare professional reported rupture (intracapsular) of the right device diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture (intracapsular) of the right device diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis results: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken on posterior side assessed, as an unidentified (tear) opening (shell thickness within spec). And observed, missing shell assessed, as inconclusive. Additional observations: black particles observed, on the shell and in the gel. No further actions are required, as the device was implanted.

Event description:
A healthcare professional reported, rupture (intracapsular) of the right device. Diagnosed by ultrasound. The device has been explanted.